Event description:
It was reported that the device rebooted while in use on a patient. It was reported to philips that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.